Manufacturer narrative:
Per tandem¿s pump user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled tubing multiple times while remaining connected, and delivered approximately 33.3 units. Blood glucose (bg) level was 28 mg/dl, and soda was consumed to elevated bg level. During a follow-up call, the customer felt better and bg level elevated to 300 mg/dl.